Manufacturer narrative:
The cartridge associated with the event was discarded by the user. A review of the device history record (DHR) of the reported lot number confirmed no related defects were found during the manufacturing and the lot was released for distribution having met all product design requirements.

Event description:
A report was received on 14 jan 2019 from a home therapy nurse who reported a (B)(6) year-old female had the tip of the bloodline break off in the central venous catheter (cvc) at an unspecified time during her standard hemodialysis treatment on (B)(6) 2019. The catheter was replaced and no additional medical intervention was reported.